Event description:
The complainant reported that a pt (age and gender ink) underwent a therapeutic procedure for placement of a biliary stent. The clinician reported a "fit issue" between the guidewire and the stent. However, this same jagwire precursor guidewire device was utilized to position and deploy the same stent. The procedure was successfully completed with this device. There was no ill effect to the pt.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. This device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate plavement, access and maintenance procedures.